Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, unrestricted flow was noted from the distal end of the tubing when the door was opened. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.